Event description:
It was reported that during implant the left ventricular lead was attempted, but not used due to patient's anatomy. The lead was unable to be appropriately placed. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).